Event description:
Voluntary medwatch received states it was reported that the patient presented in clinic due to infection on the atrial (ra) lead. The physician elected to explant the ra lead. The patient condition was unknown.

Manufacturer narrative:
Voluntary event report was received. Medwatch: mw5152481.